Event description:
New information noted that the lead was capped and replaced on (B)(6) 2014. During the time between device reprogramming and surgery, the patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, device settings were altered which resulted in noise and a loss of capture on the right ventricular lead. Device settings were restored and the lead exhibited normal functionality. The patient would be monitored.